Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00155: plate; 3025141-2020-00170: screw 1; 3025141-2020-00171: screw 2; 3025141-2020-00172: screw 3; 3025141-2020-00173: screw 4; 3025141-2020-00174: screw 5; 3025141-2020-00175: screw 6; 3025141-2020-00177: screw 8; 3025141-2020-00178: screw 9; 3025141-2020-00179: screw 10.

Event description:
An olecranon plate was implanted in the patient on (B)(6) 2019. The plate broke at some point post op and was removed in a revision surgery on (B)(6) 2019.